Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, noticed the superman haptic, it was stuck in nozzle, and that lens damaged on removal. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).